Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 7268785. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200720254, 200720253] noted for damaged tip. There was one (1) notification [200723554] noted for damaged core pin. There was one (1) notification [200720255] noted for damaged barrel. There were seven (7) notifications [200720037, 200720007, 200719510, 200719178, 200720256, 200719959, 200720006] noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the syringe 0.5ml 31ga 8mm ufii 10bag 500cs experienced a failure to contain medication after use. The following information was provided by the initial reporter: material no.: 328468, batch no.: 7268785. Verbatim: consumer reported after she took the syringe from the poly bag. After the injection she placed the syringe on the table. She noticed the crack on the syringe between 0-9 unit scale mark and insulin was left outside the barrel. Incident date (B)(6)2019. She uses new syringes for her injection each time. She uses the syringes with an injector.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.5 ml 31ga 8 mm ufii 10bag 500cs experienced a failure to contain medication after use. The following information was provided by the initial reporter: material no.: 328468. Batch no.: 7268785. Verbatim: consumer reported after she took the syringe from the poly bag. After the injection she placed the syringe on the table. She noticed the crack on the syringe between 0-9 unit scale mark and insulin was left outside the barrel. Incident date (B)(6)2019. She uses new syringes for her injection each time. She uses the syringes with an injector.